Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the hcp reported that the ins was showing elective replacement indicator (eri) related to the rapid battery depletion issue, with the cause undetermined. On may-23 the consumer reported that the ins is to be replaced on (B)(6), with it inquired how long the battery will last as they were told it would last 4-5 years. No further complications are anticipated.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was told by their healthcare professional (hcp) that they would need a replacement ins in a month or so. It was noted that they didn¿t check the system with their programmer, but thought the battery depleted quickly. It was stated that the hcp was planning on replacing the ins with the same model. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported they were told their ins would last 8-10 years, but it only lasted 2 years. The patient was not sure if there was a concern with the battery longevity. The ¿charge level was running out of charge¿ and the patient started having tremors again. The ins was replaced and the tremors went away when the patient¿s therapy resumed.